Event description:
It was reported that during an unknown procedure, the device malfunctioned and the device got very hot. Another device was used to complete the procedure. No adverse patient consequence was reported.

Manufacturer narrative:
Information anticipated, but unavailable at this time.